Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the right ventricular lead integrity alert, and oversensing due to non-physiologic signals/sic (sensing integrity counter). Right ventricular (rv) lead integrity alert warning occurred for increased sensing integrity counter (sic) and 2 or more high rate non-sustained episodes of less than 220 milliseconds on (B)(6) 2016. Sics went up to 20 (within 15 days) along with ventricular tachycardia (vt)-nonsustained and high rate-nonsustained episodes and evidence of oversensing.

Event description:
It was additionally reported that the physician suspected interaction with the rv coil electrode and the tricuspid valve. Reprogramming was performed and, subsequently, the lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered due to short interval counts (sic) and noise. The clinic will continue to monitor the right ventricular (rv) lead issue. The rv lead remains in use. No patient complications have been reported as a result of this event.